Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 alarm (indicating air in the set) on the homechoice (hc) machine during dwell 3. The home patient (hp) left an unused line on the organizer with the clamp opened. The hp was advised any lines not being used needed to be clamped off. The hp ended therapy and would do a manual exchange. Proper procedures per the user manual were reviewed with the caller. Product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010. The pd rn stated there was no patient injury or medical intervention related to the event and the patient has been continuing therapy on the cycler as usual.

Event description:
It was reported to boston scientific corporation that a advanix' biliary stent was used in the common bile duct of a male patient (patient age and weight are unknown). During a stent removal procedure, the advanix' biliary stent tore at the flange as it was being removed with a snare from the common bile duct. The removal procedure was successfully completed with no reported patient complications. The patient was reported to be in fine condition after the procedure.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, when the doctor fired the stapler and checked the place where he fired, there was no staple at certain parts. The doctor checked the device and the staple was not there. It looks like the device had no staple at certain parts from the beginning. The doctor reinforced the rectum with suturing and the procedure was done well. There were no adverse consequences for the patient.